Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was hospitalized for a stoma site infection. On an unknown date, the patient had an abdominal CT scan performed which showed no signs of internal infection. On an unknown date, a culture of the peristomal area was performed, which was positive for bacteria. The patient was treated with piperacillin/tazobactam IV antibiotic and was instructed to apply chlorhexidine to the stoma area for several days.